Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, a migrated acetabular cup was noted. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Corrected data: upon review of complaint, it was noted that this patient underwent a total hip arthroplasty on (B)(6) 2008 rather than a hip resurfacing procedure as previously reported.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right total hip arthroplasty on (B)(6) 2008. During post-operative monitoring, a migrated acetabular cup was noted. Patient was asymptomatic one year post-op, is being observed and has not been revised to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. Under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity." This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014-06270 / 08606).

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. During post-operative monitoring, a migrated acetabular cup was noted. Patient was asymptomatic one year post-op, is being observed and has not been revised to date.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2008. Subsequently, patient experienced migration in acetabular component and elevated metal ion levels. Chromium: 2.1. Cobalt: 6.3. No revision procedure has been reported. No further information has been provided.